Event description:
During implantation of right atrial lead, low sensing was observed. The lead was explanted and replaced, to resolve the issue. The patient was stale with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. Visual inspection and x-ray examination of the lead did not reveal any anomalies except for damages consistent with procedure damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of low sensing threshold was not confirmed.